Manufacturer narrative:
Medwatch sent to FDA on 11/25/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of extrusion is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been performed. Device labeling addresses the reported event of extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because the severity of the reported event suggests that medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported one month post implantation of seri device "seeped through the skin." No further information was provided, including if treatment has been provided.